Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2014 due to trunnionosis. The modular head and acetabular cup were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to unknown reasons. The modular head, acetabular cup, taper adapter and liner were removed and replaced. An additional revision procedure has been indicated due to dislocation; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2015-00819 / 00822).